Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 407645 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a high amount of short ventricular intervals. The rv lead was replaced. During extraction, the rv lead broke. The rv lead was cut and a portion of it was abandoned. No patient complications have been reported as a result of this event.